Event description:
Nurse hung IV piggyback (ivpb) per infusion pump. Primary IV bag was lowered prior to starting infusion. It appears ivpb backflowed into primary IV bag. Tubing saved, and biomed paged.